Event description:
Return reason : open circuit. Analysis determined : investigation found the thermistor gave an intermittent short circuit due to an incorrectly soldered wires within the electrical connector cap. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken : the corrective action is that the mfg and quality personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.